Event description:
The sterile 2 ounce medicine cup was found to have sediment after the cup was used to mix local anesthetic medication that was drawn up and injected into the patient the sterile medicine cup was then sent to pathology for testing. Five days later, another sterile 2 ounce medicine cup used during a procedure but prior to usage was found to have sediment, this was reported via email to (B)(4) client relations manager by the (B)(6) director of surgical services. Manufacturer response for sterile minor basin pack involved item 2 ounce medicine cup, minor basin pack (per site reporter): per president of (B)(4), they began an internal investigation.